Event description:
The patient stated that the display on her infusion device was erroneous in that the time displayed on the screen was not readable. During troubleshooting with a company representative, the patient mentioned that she had worn her infusion device while in a swimming pool although she did not believe it had gotten wet. Although exposed to water, there was no report of water in the display. Troubleshooting determined that replacing the power pack did not correct the display issue. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.